Event description:
A customer reported receiving a reading of 129 mg/dl at "12-12:30pm" on (B)(6), 2011 on their freestyle lite meter that was lower in comparison to an hcp reading of 502 mg/dl. As a result of the readings issue, the customer reported experiencing symptoms of "sweating and shaking, dizzy, vomiting, blurred vision". Paramedics were summoned and the customer reported treatment with "glucose, IV, and baby aspirin". The customer was transported to the emergency room, where a reading of 502 mg/dl was obtained at an unspecified time. The customer was diagnosed with hyperglycemia, and was reportedly treated with a "fast acting injection in stomach." The customer self-treated with "800 motrin". There is no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. It should be noted: the reported treatment of glucose is inconsistent with the reported diagnosis, it is unknown what medication was given in the ER ("fast acting injection in stomach"). Multiple, unsuccessful, attempts have been made to contact this customer to clarify details of this complaint.

Manufacturer narrative:
Product was not returned from the customer for investigation. Tracking and trending of complaints following standard procedures has not identified an issue with the product associated with this complaint. Testing of retain samples of strips associated with this complaint was conducted. An issue was identified and will be progressed through adc's standard complaint handling processes. Whole blood testing of the retain strips were conducted and all results passed.